Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after angioplasty and stenting of the left superficial femoral artery and popliteal artery. Reportedly, the starclose se device became stuck in patient. The starclose mechanism worked normally but would not "let go" of the patient. The safety release mechanism did not work. The starclose se device was removed with force. A hematoma occurred at the arteriotomy site and manual compression was performed for 20 minutes. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported retraction problem, difficulty removing the closure device and failure to achieve hemostasis could not be replicated in a testing environment as the they were based on procedure circumstance. Based on the information reviewed, the reported difficulties and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.